Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer has experienced issues with changing the battery on the insulin pump because it would fail to accept the battery. Blood glucose value is unknown. The customer was advised to get in contact for assistance.